Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing rep regarding their implantable neurostimulator (ins). Caller was reporting the following about impedances which was greater than 4000 ohms on multiple contacts. The healthcare professional (hcp) tried reinserting the lead and testing for motor response and no motor response was observed. Rep reported that a new ins would be tried. The caller called back after opening a new ins and stated that 0 and 1 are still showing >4000 ohms. The caller was advised to test for motor response, there was no response observed. The motor response was tested again and there was a response. It was reviewed with the rep to consider closing if motor response was observed. No symptoms reported. No further complications reported. Additional information was received from the rep via the healthcare professional (hcp). The rep reported that they ended up replacing the lead and using the 2nd ins. The hcp was not comfortable closing because they did not have motor on all 4 electrodes. The lead was replaced and the 2nd ins was attached. The impedance came back the exact same as the first time. After the impedance was checked 4 more times, the hcp detached the 2nd ens and motor response was tested. Motor response was received on all 4 electrodes and attached the 2nd ins again. We got the exact same reading again, using 2.0 amps and 300 pw. At that point I said I thought it was the patient, thinking something in his body was causing the impedance issue. It was then brought up that the patient had a defibrillator. The manufacturing rep of the defibrillator was called in and met the hcp and the rep in the post-operative area. The defibrillator rep was able to see from reading the history on the device that something was interfering with it. The defibrillator was adjusted, and the impedance was checked and everything came back within normal range.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing rep regarding their implantable neurostimulator (ins). Caller was reporting the following about impedances which was greater than 4000 ohms on multiple contacts. The healthcare professional (hcp) tried reinserting the lead and testing for motor response and no motor response was observed. Rep reported that a new ins would be tried. The caller called back after opening a new ins and stated that 0 & 1 are still showing >4000 ohms. The caller was advised to test for motor response, there was no response observed. The motor response was tested again and there was a response. It was reviewed with the rep to consider closing if motor response was observed. No symptoms reported. No further complications reported.

Manufacturer narrative:
Analysis result for implantable neurostimulator device serial # (B)(4) revealed no anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis determined the telemetry was acceptable. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3889-28, lot# va1lymv, product type: lead; product ID: 3889-28, lot# va1gex3, product type: lead; product ID: neu_wrench_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis result of lead va1lymv revealed no anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va1lymv, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Serial numbers and lot number were updated.